Event description:
It was reported that the tilt on a powered wheelchair was working intermittently. When the dealer tilted the chair back to the max back angle, the chair hesitated when going back upright.